Event description:
Da vinci xi cadiere forceps was found to have a foreign object in between the tip of the instrument. A metal appearing item was the foreign object observed by the surgeon. The instrument was removed and a new da vinci xi cadiere forceps was opened to the sterile field.